Event description:
During preparation of a fluorouracil continuous infusion using b braun easypump, compounding IV tech noted that the elastomeric device started to leak. IV tech halted prep. Event abated after use stopped or dose reduced? Yes. Frequency: continuous infusion, route: intravenous, therapy date: (B)(6) 2018. Diagnosis or reason for use: colon cancer.